Manufacturer narrative:
As the device was received in a condition was contradictory to the complaint description. As received, the implant coil was found to be damaged and had lost its original shape and detached from the pushwire. The axium pushwire was found to be bent at multiple locations from the distal end. Under the microscope, the coin was found to be pulled back from the lumen stop, and the shield coil was found to be present. No other anomalies were observed. Based on the device analysis and reported information, we were unable to determine the cause of implant coil detached from the pushwire. It is possible that the pushwire became bent and the implant coil became damaged during the movement of the coil against the reported resistance subsequently causing the implant coil to detach during shipping back to medtronic for evaluation. Per axium instructions for use: if axium¿ detachable coil repositioning is necessary, take special care to retract coil under fluoroscopy in a one-to-one motion with the implant pusher. If the coil does not move with a one-to-one motion, or repositioning is difficult, the coil has been stretched and could possibly break. Gently remove and discard both the catheter and coil. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that there was high resistance from the coil in the distal end of the catheter due to it being unwound. As a result, the device was replaced and the issue resolved without problem. Prior to the issue other coils had been placed with no problem. The patient was ultimately treated with a new coil and the operation completed successfully. The patient was undergoing treatment of an unruptured, saccular aneurysm with a max diameter of 6mm and a neck diameter of 4mm. It was noted that the patient's blood flow and vessel tortuosity were normal. Evaluation of the returned device found that the implant coil was detached from the pushwire.